Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The last calibration performed on 04-may-2021 had acceptable results. On (B)(6) 2021 the customer noticed the calibration shifted for na and calibration alarms. They replaced the reagents, ise standards and recalibrated the analyzer, but continued to experience calibration errors. The qc had acceptable results. The sample centrifugation spin time was too short and the speed was too fast. The field service engineer found there was a missing o-ring that caused a leak in the electrode chamber. They checked the electrodes and tubings, replaced the missing o-ring seal, and cleaned and dried the electrode chamber. They then performed an ise prime and ise checks with a precision test that all had acceptable results. No further issues were reported after the service visit. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter complained of questionable ise indirect na+ for gen.2 results for 1 patient sample on a cobas 4000 c (311) stand alone system analyzer. The initial result was 124 mmol/l and the repeat result was 141 mmol/l. The initial results were reported outside the laboratory and questioned by the physician because they did not match the patient's clinical picture. The repeat result was believed to be correct. The electrode lot number was k07 and the expiration date was 23-nov-2021.